Event description:
It was reported that during a call about a bent cannula, the patient disclosed entering an additional meal announcement to address elevated blood glucose, and the patient was counseled on the high blood glucose protocol and correct meal announcement use for the ilet system. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education regarding appropriate meal announcements and correction practices. Investigation of this case revealed user technique contributed to hyperglycemia, and the bent cannula was implicated as a delivery issue affecting insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was user technique with contributory infusion set/cannula issue.